Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/9/2020. Additional h3 investigation summary: it was reported breakage suture. One needle-suture in two sections of product code w9962 was received for analysis. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected. However, body fluids and the end of the suture pieces cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture were examined, body fluids along of strand were observed and one end of the suture matched with the extreme of the needle/suture piece. Additionally, the product code w9962 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. The manufacturing records could not be reviewed as the batch number is unknown. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent natural birth on (B)(6) 2020 and suture was used. The suture broke during use and a new like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.